Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001219 number, and internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a atrial flutter left (l-afl) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where air was flowing back in the hub and hemostatic valve leakage occurred. During the procedure the operator removed the smarttouch catheter from the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. Upon removal it was then noted that air bubbles appeared in the intravenous flush line. As the physician was removing air bubbles from the flush line it became apparent that the hemostatic valve was leaking saline out of the valve onto the drape. Two nurses and the physician, all observed the hemostatic valve leaking. The physician aspirated the sheath to see if air was entering from the valve, no bubbles were visible upon aspirating. The physician re-introduced the ablator through the sheath, and the procedure was completed. At the time no harm to patient noted. The event did not occur during flushing. The customer flushed the tubing before using it on the patient. The intravenous saline bag was attached to a pressure bag. The bubbles in the intravenous saline line were moving. The hemostatic valve did not break it was leaking. No percutaneous or surgical removal was required. Air flowing back into the hub and tubing is an MDR-reportable event. Hemostatic valve leakage is an MDR-reportable event.